Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during the general anesthesia for radical thyroid cancer surgery, endotracheal intubation and mechanical ventilation were performed during the operation. Before general anesthesia induction, the function of tube cuff was good according to sop. After general anesthesia induction, endotracheal intubation was performed under direct vision of the visual laryngoscope. Recurrent laryngeal nerve monitoring was performed during the operation. After the operation, the patient woke up from anesthesia and his spontaneous breathing was restored. When the tube cuff was planned to deflate, it was found that the cuff could not be deflated, resulting in the tube being unable to be removed. In order to avoid possible complications caused by violent extubation, the patient's extubation was delayed for 1 hour. After the operation, the patient was given intravenous anesthesia again after waking up from anesthesia to avoid pain, fiberoptic bronchoscope video laryngoscope were used to explore the airway and tube, the ent specialist on the operating table to explore the airway and tube; muscle relaxants were given again to relax the glottis to increase the space f or tube removal. Using a syringe to extract air from the exhaust pipe, etc., the patient delayed awakening and pulled out the endotracheal tube. After the operation, his voice was normal and there was no airway obstruction. There was no patient injury.